Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead along with a competitor's right atrial (ra) lead exhibited oversensing of noise and pacing inhibition. Asystole greater than two seconds was noted. The cause was not determined. The leads were explanted and replaced; likewise the pacemaker was also explanted due to contamination issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.